Manufacturer narrative:
Received one device. Could not confirm or verify complaint by reviewing the alarm history, however there were many logs for a "syringe plunger not in place" error. Internal inspection found a worn clutch and leadscrew as well as loose screws for the plunger tube causing damage to the carriage. Replaced clutch, leadscrew, carriage, plunger tube seal, ear clip seal and barrel clamp seal. Encountered an intermittent "syringe plunger not in place" error during testing. Replaced plunger circuit board, no change. Replaced plunger cable, intermittent error issue resolved. Loaded standard configuration and recalibrated all sensors. Device passes all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor drive or occlusion test failed. The event occurred during testing. There was no patient involvement.